Event description:
It was reported that patient was suspected to have a possible clot vs hemolysis, due to random onset of blood in urine. On (B)(6) 2021, patient came to clinic with reports of blood in urine that spontaneously began around 10:30 pm on (B)(6) 2021. A urinalysis and urine culture were performed, patient was placed on bactrim for uti (urinary tract infection) and anticoagulation was held until blood in urine resolves per doctor's order. Patient¿s last low flow alarm was (B)(6) 2021 but prior to that patient had many low flows that correlated with elevated maps (mean arterial pressure) that has since lessened with titration of hypertension medications. During clinic appointment on (B)(6) 2021 patient reported dizziness upon standing (sitting map = 88, standing map = 78). Patient never lost consciousness with this dizziness and resolves fairly quickly. Patient was brought back in today on (B)(6) 2021, to obtain more labs and get log files. Patient also is getting a chest xray-results that show a trace left pleural effusion that is unchanged from previous reading. Unable to obtain an echo (echocardiogram) due to the echo requiring a prior authorization that could not be obtained prior to the procedures scheduled time. The doctor will re-evaluate it. During rn visit, on (B)(6) 2021, urine has now become much more clear (pink tinged), and patient reports that it is improving. Patient¿¿¿s map today during rn visit was 80, no hazard alarms, overall feels fine. Patient will resume anticoagulation per doctor's order since urine is starting to clear and continue antibiotics. The patient will come back to clinic on (B)(6) 2021. Additional log file analysis contained few pi events as well as routine power source changes. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently set at 4900rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding, infection , and patient conditions could not be conclusively established through this evaluation. According to the account, the reported low flow events were due to the patient¿s hypertension. A direct correlation between (B)(6) and the reported hypertension could not conclusively be determined through this evaluation. Evaluation of the submitted log files did not confirm the reported low flow events. The submitted log files captured the pump operating as intended. No atypical events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 05dec2020. The heartmate 3 lvas IFU lists hypertension, bleeding, and infection as adverse events that may have been associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that patient had a very bad urinary tract infection (uti). There was positive urinalysis/culture for uti. Patient was placed on antibiotics. The site of bleeding was from the uti/urine. Treatment for uti resolved problem. It was identified later that the patient had a testicular abscess and underwent orchiectomy which was not pump related. The low flow alarms were identified due to elevated mean arterial pressure (map). The low flow alarms resolve after titration of blood pressure medications.